Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,548 units. There are no units in stock in b. Braun surgical's warehouse. We have received one open and unused sample with the first pack (aluminum pouch) sealed to second pack (paper-plastic pouch) in one of the welding with the aluminum pack stuck to the plastic film. Considering that no other customer complaints have been received concerning this issue for this code batch, we consider that this is an isolated unit. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements conclusion root cause analysis: the most probable root cause is that this is due to an accidental effect of welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: considering that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the package was not sealed properly, so user didn't use it and used a different product. Further information has been requested.